Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called prior to start of procedure (after the first port placement) to report that a recoverable error occurred on universal surgical manipulator (usm) 1. The system event logs confirmed repeated errors reported on usm 1, indicating motor axis errors reported by the usm1 axes controller spar (acs). The intuitive technical support engineer (tse) advised the customer that the errors would persist until repaired. The customer informed that four usm's were needed for the procedure and opted to swap a patient side console (psc) from another system. The procedure was converted to another da vinci system with no reported injury. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the errors on the universal surgical manipulator (usm) 1 and replaced. The system was tested and verified as ready for use. The complaint was confirmed by the field evaluation. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and reported failure was replicated. Unit was tested on in-house system in normal mode with no related errors. Unit was further tested and failed the fiber test. A replacement of the clockspring, parallelogram & rolling loop was performed to resolve the issue.

Event description:
Refer to h10/h11 for follow-up information.